Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer called for help with her contour next ez meter. While troubleshooting, it was discovered that the meter display was missing segments. The customer was not aware of the missing segments, but no adverse events were alleged. The customer has been advised to return the meter for evaluation. A replacement contour next ez meter has been sent to the customer.